Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Expected results are 80-100mg/dl - fasting. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: 66mg/dl (B)(6) 2015 12:00:00 pm fasting:yes. Customers concern: 66 mg/dl. Customer complaining his trueresult meter produced a very low result compared to his friend's truetrack meter. Customer is a new user and has only done the one test. Customer obtained a result of 66 mg/dl with his trueresult meter and obtained a 96 mg/dl with a friend's truetrack meter immediately after. No recent changes in diet or exercise or medications. Only the one blood result in meter memory.